Event description:
It is reported that the surgeon broached to a size 11 and felt that the size 11 went in too easily and that it did not have enough stability. He thus removed the stem and rebroached to a size 12.5 stem.

Manufacturer narrative:
Eval summary: the stem was returned for eval; the rasp was not returned. No surgical notes or x-rays were provided. In addition, the returned device was checked using the appropriate overlay and fixture, and it was found to be conforming. It is unk if the proper surgical technique was followed when implanting the stem. Mating instrumentation used is also unk. It is possible that the stem was not fully seated. The rasps and implants are sized such that a press fit is created proximally. The porous surface is designed to sit 0.5 mm proud in the proximal area. Thus, the implant is 1mm larger than the rasp in the a/p and m/l dimensions. When fully seated, the press fit engagement provides the implant with greater rotational stability than the rasp. The surgical technique recommends using a stem driver and mallet to advance the stem and achieve the desired press fit. Based on the info provided, a definitive cause for this issue cannot be determined with certainty. Review of the device history records, which include a 100% cmm check, did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.